Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a recall on their insulin pump. The patient's blood glucose level was not recorded. The caller was the customer's husband. The customer did not have the serial number on the pump to verify the insulin pump. No further information was provided.